Manufacturer narrative:
The reported event for difficulty charging the ipg was not confirmed. Visual inspection of the ipg did not identify any anomalies that would contribute to the reported issue. The ipg was functionally tested and passed all testing. The DHR review found the material had been manufactured, tested, packaged, and sterilized according to the current manufacturing specifications and passed all manufacturing test, visual inspection, and sterilization requirements. There is no objective evidence of nonconforming process or material.

Manufacturer narrative:
E1- initial reported phone number: (B)(6). The date of event is estimated.

Event description:
It was reported that the patient's ipg was unable to charge due to migration and implant depth. Surgical intervention was undertaken wherein the ipg was explanted and replaced.